Manufacturer narrative:
The surgical technique tarsalis system 2.7 (599 028012,08.2012, version: 1) contains information and illustrations about the positioning of the plate. The surgical technique mentions : "we cannot provide a risk evaluation for indications that deviate from the recommended use." And the recommended uses are following: arthrodesis of first mpj, metatarsal arthrodesis, revision arthrodesis of the mpj, lisfranc arthrodesis, iliac crest interposition arthrodesis of first toe, orif in trauma cases. This means that the surgeon deviated from the surgical technique and the used the plate off-label. The event details stated the doctor already knew that the plate was not indicated for the fixation of the ulna. The root cause of plate breakage was the off-label use of the plate. Based on the given info and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However, we could identify a root cause for the issue. The root cause is the off-label use of the plate. Zimmer (B)(4) considers this case as closed.

Event description:
Add'l info was received on july 2, 2015. An evaluation of the provided information has been made available. The compatibility check could not be performed as only one product was reported to us. During the trend analysis, no trend was identified. Neither surgical report nor x-rays were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed.

Event description:
It was reported that the patient was implanted a tarsalis ti plt 14-hs str on (B)(6) 2013. The patient was revised due to breakage. (B)(4): the tarsalis system was developed for internal fixation of the midfoot, in this case the tarsalis plate was implanted to heal an ulna fracture.

Manufacturer narrative:
Please be aware that the tarsalis system was developed for internal fixation of the midfoot, in this case the tarsalis plate was implanted to heal an ulna fracture. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available an investigation results be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).